Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause for the reported suggested event could not be established. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the lightsource exhibited b30 communication error and no image. The reported issue occurred prior to an esophagogastroduodenoscopy (egd) diagnostic procedure and the procedure was completed using similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.